Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing atrial fibrillation (af) with some episodes of ventricular tachycardia (vt), however their device inappropriately discriminated those events as supra ventricular tachycardia (svt) by wavelet. The device withheld inappropriately withheld therapy. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.